Event description:
The facility reported a pump (software version 5.09.90; colleague 2006) with an inoperable stop button. It is unknown when the reported condition occurred. There was no documented patient injury or medical intervention necessary associated with the reported condition. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of an inoperable stop button was confirmed during product evaluation. Inspection of the pump found that this event was due to a faulty pump head module keypad. The pump head module keypad was replaced to address the initial reported condition. The pump was tested and returned within specification. This issue is currently being investigated under CAPA.